Event description:
It was reported that the implant of this inflatable penile prosthesis (ipp) migrated out of the corpora. The cylinders were taken out and replaced with new ones, and the reservoir was reused. There were no additional patient complications reported.